Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was confirmed. A full technical evaluation was completed in accordance with the OEM specification and the results showed that the monitor turned off after about 1 hour of use. The monitor turned off after a short time of use because of a defective pcb (power card g1). Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the high-definition lcd monitor turned off automatically. The issue was observed during preparation for use. The device got warm, and it was not possible to turn the device back on for around 30 minutes. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.